Event description:
Reporter alleged blood glucose results of 213 mg/dl on the advantage system compared to 85 mg/dl on another, unknown brand, meter, when testing was performed back-to-back. Bother devices were being used by a school nurse, and are therefore considered professional meters, although the nurse reported not having quality control material. The reporter stated that the patient has cerebral palsy and a history of seizures, but does not have diabetes. She stated that the patient was dizzy, groggy, and very thirsty. The child was taken to the ER, where his blood glucose was measured at 80-90 mg/dl within 1 hour of the previous tests. The reporter stated the child's blood pressure was high and he was treated with IV fluids, but was not treated for blood sugar issues. A request was made for the return of the suspect device and replacement product was sent.